Manufacturer narrative:
Conclusion the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result main findings: the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. History list: all programmed boluses were delivered as intended. Consumables: the adapter passed the optical inspection. The battery cover passed the optical inspection. Cartridge: the received used cartridge was visually, leak and glide force tested. Cartridge passed the visual test and the leakage test at different positions of the plunger rod. The glide force measured is in accordance with product specifications. The problem mentioned by the customer could not be reproduced.

Event description:
Patient reported experiencing an elevated blood glucose level of 550 mg/dl in (B)(6) 2013, felt sick, and her husband took her to the diet specialist. Patient's normal blood glucose range was not provided. Patient stated she was then taken by her husband to the hospital where she received 8 days of stationary treatment; treatment received is unknown. Patient reported she also was transferred to the hospital to receive diabetes re-adjustment after the stationary treatment and now continues on insulin therapy with ict. Patient stated she thinks the infusion device did not deliver insulin. No further information is available. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.